Event description:
It was reported that prior to use discovered by customer, the cs300 intra-aortic balloon pump (iabp) has electrical fault codes 119 and 51. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Additional information: contact person department: materials coordinator /clinical engineering. Contact person phone number: (B)(6), a getinge field service engineer (fse) has found electrical test fails codes 51,119, 52 and 50. When I opened the unit I found fluid had gotten inside the unit sometime in the past and had damaged the motor controller board and the front end board. After replacing these items, I performed a full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.